Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. In addition, a spike with the right atrial impedance had been observed, measuring from 600 ohms to 1800 ohms. Boston scientific technical services (ts) reviewed the available data and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Boston scientific ts recommended programming the rrt feature off and performing lead integrity testing. This crt-d and competitor ra lead remains in service. No adverse patient effects reported. Additional information was provided, it was reported that atrial high out of range pace impedance measurement, measuring between 600 ohms to 2000 ohms have been observed. No additional adverse patient effects were reported. This crt-d and competitor ra lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. In addition, this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. In addition, this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. In addition, a spike with the right atrial impedance had been observed, measuring from 600 ohms to 1800 ohms. Boston scientific technical services (ts) reviewed the available data and determined the noise to be respiratory rate trend (rrt) oversensing on the right atrial channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Boston scientific ts recommended programming the rrt feature off and performing lead integrity testing. This crt-d and competitor ra lead remains in service. No adverse patient effects reported.